Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning". Possible adverse effects number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight". Evaluation of the returned liner found it has approximately half the inferior lip fractured off at the ringloc groove. There are dents and scratches on both sides of the liner that appear to be consistent with removal damage. The light scratches on the articulating surface are consistent with foreign particle debris being trapped between the liner and head. The fracture of the liner may have occurred as a result of the reported dislocation. The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6) 2010.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, patient experienced dislocation and a closed reduction procedure was performed. The patient then experienced a squeaking sound and a revision procedure was performed on (B)(6) 2010. The liner was noted to be fractured and was removed and replaced.